Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in germany on behalf of the user facility in germany. "(Names removed) reported that the ward smelled smoke coming out of the avea. Avea was on patient. More details will follow...". "The technician was on site and did first of all an electrical safety test, which passed. After that the technician opened up the avea to inspect the inside. He found a lot of dust in the inside but no actual burning or any other visual damage. No sign of smoke discoloration or deformation on any pcb or housing. According to the customer following happened: on the 3rd of march they checked the emergency backup generator. During that they say the avea smelled like smoke. This was happening very quickly and they turned off the avea and changed it with another one. They also said that the smelling of smoke was, so heavy that they could smell it on the entire ward."

Manufacturer narrative:
Neither the user facility in (B)(6) nor the distributor in (B)(4) submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the distributor in germany. Carefusion issued a return goods authorization (rga) number to the distributor in germany for the return of the device for evaluation. As of the april 03, 2015 the device has not been received. Once the device has been received and evaluated, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: avea ventilator pn: 17611-12 sn: (B)(4) was received from the carefusion factory service department for investigation. As reported in the complaint this unit has been through electrical safety testing by a field technician to which opened up the covers to also perform a visual inspection prior to being routed to palm springs for further investigation into the customer¿s original complaint. The field technician noted that the electrical testing passed and found high amounts of dust and no signs of high heat/burning areas inside of the unit. I first applied ac to the unit and verified there were no power issues and powered on. The unit powered on fine and no burn smell was found after cycling for 20minutes. The ac was then removed while the unit was cycling and the unit¿s internal battery responded properly and no issues with the internal battery were found. I then began to disassemble the user interface module (uim) assembly down to the front bezel assembly and no visual indicators of high heat were found. The unit was then completely torn down and no indications of high heat damage or any pinched wiring. The gas delivery engine (gde) was then disassembled and found u40 pn: 62505 on tca pcb pn: 51000-40310 lot/sn: (B)(4) rev ad (pcba pn: 51000-40849 sn: (B)(4)) showing signs of high heat. This ic is not near any other components that may have caused this high heat signature. During initial testing I found no communication issues with the inlet pressures. Since no other areas of possible origination of smoke as reported were found, u40 is isolated as the most likely cause of the reported issue and is considered an isolated incident. The unit was sent to the carefusion factory service department for repair and testing prior to being returned to the distributor in (B)(4) to be returned to the user facility. The distributor in (B)(4) requested that the unit be returned to them unrepaired and that they would perform the repair themselves. The unit was labeled "not for patient use" and returned to the distributor in (B)(4) unrepaired as requested.